Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from august 5, 2020 - august 6, 2020. H10: the device was received for evaluation containing approximately 197ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The incident date was reported to be (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) did not function (no flow) during a patient infusion. The device had been filled with flucloxacillin 8g plus citrate. The patient¿s PICC (peripherally inserted central catheter) line was checked and was working correctly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.